Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-801, triathlon ps fem comp #8l-cem, lot code: eflmk ; cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: jxld; cat. No.: 5551-g-401, triathlon asymmetric x3 patella, lot code: xlar. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon ts insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a left knee revised due to infection a drainage and washout were performed.

Event description:
It was reported that there was a left knee revised due to infection. A drainage and washout were performed.